Event description:
Follow-up indicated that the patient passed away. Nevro attempted to obtain additional information but could not confirm the date or the cause of death.

Manufacturer narrative:
The device was explanted but not returned.

Event description:
It was reported to nevro that the patient developed a hematoma shortly after the implant procedure. The device was explanted to address the symptoms. The patient is recovering and there have been no reports of further complications regarding this event.